Event description:
Customer reported: patient received 2 boxes of droplet insulin syringes 31g x 8mm 0.3ml from rite-aid with lot number: 02112038. Patient has been using droplet insulin syringes for about 3 months and has not experienced this issue before. Patient claims that most of the needles in the boxes are damaged. The syringe itself has a chip in it toward the base of the needle which obscures the first few measurement lines. Patient has difficulty measuring insulin, but she is still able to. Patients have yet to feel any adverse health effects.